Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned after he was implanted he noticed that after he turns stim off he can still feel stim sensation like it is still on. They told him "that can't be." The patient stated if he charges his ins to 100% and he does not run it for 1-2 weeks. The patient would turn stim on and it will show 1/2 battery depleted, even when he did not use it. The issue had been going on since implant (B)(6) 2020. The patient was redirected to their healthcare provider to further address the issue. The pt stated he has an appt with a rep (B)(6). The pt stated his therapy is for his feet and he would like more coverage. Pt stated if he is hurting really bad he turns the ins on and off and on and off he will get more relief when he does that. On 2021-08-18, additional information was received from a patient (pt) reporting that they would charge their ins to 100% and turn off therapy for 2-3 days. After 2-3 days of not using the therapy, the ins depleted down to 25%-50% and would fully deplete within 1 week since implant date. Patient services specialist explained ins information related to battery depletion, but pt still insisted the ins was not working as expected. The patient was redirected to their healthcare provider to further address the issue.